Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history showed error code 42224 indicating a user interface issue. Functional testing was performed, and the reported issue was confirmed. The cause of the issue was traced to the downstream occlusion (dso) sensor. The dso sensor was replaced to address this issue.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device did not recognize when the cassette was attached. It gives the alert "cassette not attached properly." There was no patient involvement.